Manufacturer narrative:
The insulin pump was monitored and had no missing segments or blurry numbers anomaly noted. The insulin pump passed the self-test. The insulin pump received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery at least twice. The customer did not know the blood glucose reading. During troubleshoot, insulin exited with a fixed prime, and the insulin pump alarmed no delivery. The customer was advised to disconnect/reconnect the reservoir and infusion set at the tubing and manually push insulin through the tubing; she stated that insulin did exit the tubing. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. She stated that, as she was rewinding, the insulin pump made a buzzing noise. She stated that the piston did not touch the reservoir, but "maximum fill reached" and numbers came on the screen. She noted that she had to press act down for a long time before she saw drops during the fill tubing step. She was advised that the device be replaced due to the piston and no delivery issues, agreeing to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.